Event description:
Procedure: lap gastric bypass. According to the reporter: staples did not form correctly and the knife cut tissue. Some bleeding occurred in the area where the staples did not form. The surgeon used a larger load to re-staple area of unformed staples. Operating room time was delayed approx 45 minutes.